Manufacturer narrative:
(B)(4), results: inherent risk of procedure (death). Lack of information (unknown cause of death). (B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection under (B)(6). Aneurysm and vessel morphology are unknown. It was reported that the patient died five weeks after the procedure. The patient died at home from an unknown cause. This patient had an uneventful tevar for a chronic dissection. Post procedure imaging revealed successful repair of the dissection; however, the patient¿s hospital stay was prolonged due to difficulties in getting the patient extubated and by the condition of the patient feeling weak from the hospital stay. The patient was sent home in good condition. No additional information is available for this event. No clinical sequelae were reported